Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device was manufactured between november 04, 2019 to november 05, 2019. H10: the sample evaluation was completed. Twenty seven (27) actual samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. No white foreign material was observed inside all bags or fill port connector/cap areas after fill port caps were removed from all samples. Particulate matter could not be verified of any of the samples upon magnified inspection. Observed a damaged thread area of the fill port cap of one (1) sample only. The damaged thread area of the fill port cap was observed where the thread begins on the one (1) sample. No damage was observed of the 26 remaining samples. The cause of the damaged thread was not determined, however, a possible cause could be if a fill port cap was improperly threaded onto the fill port connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was found in twenty-seven (27) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.